Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (ccu tni) results generated by the unicel dxi 800 access immunoassay system for multiple patients. Customer stated that accu tni results were elevated for 6 patient samples. The samples were re-tested on a different instrument in the customer' s lab and accu tni results recovered lower. The actual results were not supplied by the customer. There was no change to patient treatment or injury that bci has been made aware of.

Manufacturer narrative:
No sample handling or system check information was supplied. Per customer, qc was out high. A field service engineer (fse) was dispatched and performed a field diagnostic testing which met specifications. The fse verified the instrument. Bci have made requests to the customer for additional data and patient results. However, no info has been provided to date. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.